Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: during investigation, a review of the pump black box showed multiple cs 052 call service alarms. The pump powered on normally with no alarms occurring. During testing, the pump was exercised for 24 hours with no alarms. When an attempt was made to pair the pump with a test meter, the pump emitted a call service 052 alarm. The pump was opened and the rf transmitter was found to be not properly connected. A flex wire of the rf communication circuit had failed. The transmitter was reconnected and the pump paired with the meter successfully with no alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 052 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.